Event description:
Additional information received on 5-jun-2023 via email. The broken screen was found during a routine preventive maintenance.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. One (1) device was received. Visual inspection showed wear and tear damaged enclosure and front cover. Cracked tank cover. Faded line cord and corroded drain fitting. Impact damaged liquid crystal display (lcd). Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The liquid crystal display (lcd) is cracked and has liquid crystal leakage confirming the customer complaint. A root cause was due to impact to the front of device. A manufacturing DHR review was not performed because there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the display was broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.